Event description:
It was reported the device was fractured. A 1.25mm rotalink burr was selected for a percutaneous coronary intervention (pci). During unpacking, it was noted that the tail end of the catheter was fractured. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
E1 - initial reporter address 1:(B)(6). E1 - initial reporter phone: (B)(6).

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Corrected d4 lot number from 0029808569 to 0029973093. Device evaluated by MFR: the complaint device was received for product analysis. The handshake connection, sheath, coil, burr and annulus were visually examined. Inspection of the device did not identify any damages or detachments to the device. No other issues were identified during the product analysis.

Event description:
It was reported the device was fractured. A 1.25mm rotalink burr was selected for a percutaneous coronary intervention (pci). During unpacking, it was noted that the tail end of the catheter was fractured. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.